Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results including sodium (na), potassium (k) and chloride (cl) on their au5800 clinical chemistry analyzer. The erroneous patient results were reported out of the laboratory. When the patient results were known to be incorrect, the customer repeated the patient sample and amended the results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide demographics. The customer provided data for one patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified the failure mode as a defective sample probe. The fse replaced the sample probe to resolve the issue. Information not provided by customer. Section initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case-(B)(4).